Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged trunk cable connector. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt was found to have a damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The last patient to use this belt did not report any deficiencies.